Event description:
It was reported that the insulin pump alarmed no delivery during the bolus procedure. The blood glucose reading was 195 mg/dl. The reservoir is occluded. Advised discontinuation of the insulin pump and to revert to their back-up plan. The customer would like to return the set, and the reservoir for analysis. Nothing further reported.

Manufacturer narrative:
Please reference medwatch 2032227-2015-06700. Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.